Event description:
During an incident in 2001 involving a pt who had a possible stroke and was not down, age unk, this defibrillator was going to be used to monitor but, it just prompted 'timer failure'. The pt was transported to a hosp alive and alert; pt care was not compromised. The condition was repeatable later while the customer was on the phone with a laerdal svc tech.